Manufacturer narrative:
(B)(4). The device has not been returned for investigation. The device history review could not be conducted since the lot number was not provided. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the product jammed during use, clips did not deploy.

Manufacturer narrative:
(B)(4). Per DHR the product auto endo5 ml lot # 73d1900710 was manufactured on 04/30/2019 a total of (B)(4) pieces. Lot was released on 05/08/2019. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was received with its trigger partially engaged. One of the centering tabs on the distal end of the channel was malformed and bent inward. The returned sample appears used as there is biological material present on the device. First, the partially engaged trigger was completed. Functional inspection was not performed on the returned sample since the bent centering tab would prevent any clips from firing from the device. However, the sample was disassembled in order to inspect the internal components. Upon disassembly, the clips were found to be out of position in the channel and stacking on one another. No other defects or anomalies were observed. The device was returned with 8 clips remaining in the channel, indicating that 7 clips were fired by the end user. The damage to the centering tab would prevent the clips from loading properly into the jaws of the applier and it also caused the clip stacking to occur. It could not be determined exactly how or what caused the centering tab to bend. However, the corners of the centering tab were not formed correctly. It is possible that the malformed corners of the centering tab contributed to the bending of the centering tab. The channel is a purchased part from a supplier. A nonconformance has already been opened as a result of this issue. Corrective actions have been put in place to prevent this issue from recurring. The received sample was manufactured prior to the corrective actions being put in place. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." It could not be determined exactly how or what caused the centering tab to bend. However, the corners of the centering tab were not formed correctly. It is possible that the malformed corners of the centering tab contributed to the bending of the centering tab. The channel is a purchased part from a supplier. A nonconformance has already been opened as a result of these issues. Corrective actions have been put in place to prevent this issue from recurring. The received sample was manufactured prior to the corrective actions being put in place. The reported complaint of "product jammed during use" was confirmed based upon the sample received. The sample was received with the centering tab bent at the distal end of the channel. The corners of the centering tab were not formed correctly. The bent centering tab would prevent clips from loading properly. It also caused a clip stack to occur. It could not be determined exactly how or what caused the centering tab to bend. However, the corners of the centering tab were not formed correctly. It is possible that the malformed corners of the centering tab contributed to the bending of the centering tab. The channel is a purchased part from a supplier. A nonconformance has already been opened as a result of these issues. Corrective actions have been put in place to prevent this issue from recurring. The received sample was manufactured prior to the corrective actions being put in place.

Event description:
It was reported that the product jammed during use, clips did not deploy.